Event description:
A customer reported that during surgery,a knife was noted to be blunt. There was no pt harm associated with the event. No pt identifiers are available.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. (B)(4).